Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (batch no. 700648-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst ruptured, right lower quadrant pain, suprapubic pain, ectopic pregnancy (left salpingectomy), ovarian cyst, hemorrhagic cyst, herniated disc, degenerative disc disease, depression and anxiety. Concurrent conditions included chest pain, shortness of breath, appendicitis, diverticulitis, sciatica, abdominal pain lower, cellulitis, panic attacks, endometrial polyp (hysteroscopy d&c polypectomy on (B)(6) 14), menometrorrhagia, breast pain, dyspareunia, seasonal allergy, nausea, dysfunctional uterine bleeding, perineal pain, flank pain, asthma and hypertension. Concomitant products included amlodipine since 2018, fluoxetine hydrochloride (prozac) since 2009, nsaids since (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2010, salbutamol (albuterol) from (B)(6) 2009 to (B)(6) 2017 and vitamin d nos (vitamin d) since 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), depression ("psych injury/depression"), anxiety ("mental anguish/anxiety"), metrorrhagia ("metrorrhagia") and procedural pain ("post procedural complication"). The patient was treated with chlortalidone (chlorthalidone) and surgery (total hysterectomy (uterus and cervix removed) unilateral salpingectomy - right side). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, back pain, dysmenorrhoea, abdominal pain and metrorrhagia had resolved and the depression, vaginal haemorrhage, anxiety and procedural pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, depression, back pain, abdominal pain, menorrhagia and vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 5-may-2020: ppf received event " metrorrhagia, post procedural pain" were added. Outcome of events pain and bleeding" were updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. 700648(rt)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst ruptured, right lower quadrant pain, suprapubic pain, ectopic pregnancy (left salpingectomy), ovarian cyst nos, hemorrhagic cyst, herniated disc and degenerative disc disease. Concurrent conditions included chest pain, shortness of breath, appendicitis, diverticulitis, sciatica, abdominal pain lower, cellulitis, panic attacks, endometrial polyp (hysteroscopy d&c polypectomy on (B)(6) 2014, menometrorrhagia, breast pain, dyspareunia, seasonal allergy, nausea, dysfuncional uterine bleeding, perineal pain and flank pain. Concomitant products included amlodipine since 2018, fluoxetine hydrochloride (prozac) since 2009, nsaids since (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2010 and vitamin d nos (vitamin d) since 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), depression ("psych injury/depression") and anxiety ("mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) unilateral salpingectomy - right side). Essure was removed on 10-may-2019. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, back pain, dysmenorrhoea and abdominal pain had resolved and the depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, depression, back pain, abdominal pain, menorrhagia and vaginal haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fu(3) and fu(4) processed together. Pfs and medical record received. Essure lot number added. Events added: abnormal bleeding (vaginal) and mental anguish. Event clubbed and pt term updated: psych injury/depression. Reporters, medical history and concomitant drugs were added. On (B)(6) 2019: fu(3) and fu(4) processed together. No new information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (batch no. 700648-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst ruptured, right lower quadrant pain, suprapubic pain, ectopic pregnancy (left salpingectomy), ovarian cyst, hemorrhagic cyst, herniated disc and degenerative disc disease. Concurrent conditions included chest pain, shortness of breath, appendicitis, diverticulitis, sciatica, abdominal pain lower, cellulitis, panic attacks, endometrial polyp (hysteroscopy d&c polypectomy on 6/4/14), menometrorrhagia, breast pain, dyspareunia, seasonal allergy, nausea, dysfunctional uterine bleeding, perineal pain and flank pain. Concomitant products included amlodipine since 2018, fluoxetine hydrochloride (prozac) since 2009, nsaids since (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2010 and vitamin d nos (vitamin d) since 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain"), depression ("psych injury/depression") and anxiety ("mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) unilateral salpingectomy - right side). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, back pain, dysmenorrhoea and abdominal pain had resolved and the depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: pelvic pain, depression, back pain, abdominal pain, menorrhagia and vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 17-oct-2019: update of information (batch is not valid) . No valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (removal: (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, back pain, dysmenorrhoea and abdominal pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received : case become incident. Events added- abdominal pain, psychological trauma, genital bleeding, menorrhagia, back pain, dysmenorrhoea. Events outcome updated, reporter added, patient demographic added, essure removal date added, product indication updated. Lab data updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.